Event description:
The customer reported hd monitor not working and multiple black dots were found in vision during a inspection for use procedure involving an olympus high definition liquid crystal display monitor. There was no patient injury reported.

Manufacturer narrative:
H11: date of event is unknown. Additional information will be provided once available the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.